Manufacturer narrative:
The bilirubin total gen.3 and glucose hk gen.3 reagent lot numbers and expiration dates were not provided. A field service engineer (fse) determined that there were defective tubes at the washing units and replaced them. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results for several assays from the cobas 8000 c702 module. Results were provided for bilirubin total gen.3 and glucose hk gen.3 for two patients as an example. Patient 1's initial bilirubin total result was 12.2 mg/dl, and the repeat result was 1.2 mg/dl. Patient 2's initial glucose result was 600 mg/dl, and the repeat result was 100 mg/dl.